Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited high, out of range pacing impedance measurements and increased pacing threshold measurements. This cardiac resynchronization therapy defibrillator (crt-d) was prophylactically explanted due to advisory/recall notice and during this procedure, this ventricular lead was surgically capped and successfully replaced. This crt-d was also successfully replaced and was returned for analysis.